Event description:
During remote follow-up, decreased pacing impedance and noise leading to oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed via diagnostic imaging. Lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.